Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) was unable to be interrogated. A 60/60 magnet reset was done and then interrogation was successful. No further issues have been reported and there were no adverse events. The s-ICD remains implanted.